Event description:
It was reported to philips that the allura system was not booting up and stuck at 00:00. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. The field service engineer inspected the system onsite and replaced the flexvision pc and the hard disks, this did not resolve the issue. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found the issue in booting and shutdown task. Review of the system log file showed ¿malfunctioning flex vision pc¿. Upon further inspection, rse found the problem in flex vision pc and hard drive and ordered the same. Customer replaced the flex vision pc and hard drive. After replacing the flex vision pc and hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.